Event description:
It was reported that 14 days after the xact stent implantation in the left internal carotid artery, the patient was undergoing a planned stenting procedure in the right internal carotid artery. During the attempt to catheterize the right carotid artery, the patient was noted to have left sided facial droop and left arm weakness. The procedure was immediately stopped and the patient underwent a non-contrast head CT which was negative for hemorrhage. A CT angiogram was negative for any large vessel occlusion. Symptoms resolved the same day, and the patient was discharged the following day without any residual symptoms. On (B)(6) 2011, 4 days later, the patient was admitted to the hospital for an acute hemorrhagic cerebrovascular accident requiring a decompressive craniotomy on (B)(6) 2011. The patient is improving but remains hospitalized as of (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of cerebrovascular accident (stroke), intracranial hemorrhage, neurological deficit/dysfunction, transient ischemic attack (tia) and weakness are listed in the xact stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.